Manufacturer narrative:
The displacement test could not be performed due to an unresponsive keypad. The insulin pump had an unresponsive act button due to corroded keypad traces. No unexpected button error alarm was noted. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube, scratched reservoir tube window, cracked battery tube threads, a cracked belt clip slot, a stained end cap sticker and a stained address and serial number label.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer's blood glucose reading at the time of the call was 137 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.